Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error. Customer stated that diabetic educator tried to program the pump and got a motor error. Customer's blood glucose reading was 105 mg/dl. Customer was not wearing the pump when it gave the motor error. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test due to motor error alarms. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip and minor scratched lcd window.